Manufacturer narrative:
(B)(4). Word order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm micl13.7, -11.5 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed due to low vault (subluxation). It was reported event was due to patient related factor. There are no plans to implant another icl.

Manufacturer narrative:
(B)(4). Lens was returned in liquid, in lens vial. Visual inspection found the haptic torn. (B)(4).